Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the initial evaluation, the user's report was confirmed. There was an image error due to fluid invasion in the light guide connector. The device was aerated to remove the remaining fluid. After the device was aerated, the image and switch functioned properly. In addition, there were other evaluation findings noted on the device, but not related to the reported event such as the control knobs having low tension, the angulation lock, and worn adhesive. The device was serviced and was returned to the user facility. If additional information becomes available at a later time, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii colonovideoscope presented with a b30 scope communication error when in preparation for use. There was no patient harm or consequence reported as a result of this event.